Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was hospitalized due to the event on an unknown date. At the time of this report, the cause, treatment, laboratory test, patient outcome and action taken with pd therapy were not reported. Pd therapy was ongoing. No additional information was available.

Manufacturer narrative:
Additional information: a1, b2, b5, b6, b7, d10, e1, h6. B5: upon follow up, it was reported that the peritonitis was manifested by cloudy pd effluent and abdominal pain. The cause of the peritonitis was unknown. The patient was treated with vancomycin injection (2gm, stat, intravenous) and meropenem injection (500 mg, twice daily, intravenous, discontinued) for peritonitis. At the time of this report, the patient was discharged from the hospital and recovered from the events on an unknown date. Should additional relevant information become available, a supplemental report will be submitted.